Event description:
Baxter product surveillance contacted the home patient (hp) (B)(4) 2012 regarding an unrelated issue. The hp stated that they had contacted their peritoneal dialysis registered nurse (pdrn) due to pain during therapy. The hp stated that their pdrn informed her that she had peritonitis. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(4) 2012 for additional information regarding this peritonitis event. The pdrn stated that the hp was treated with antibiotics (type, dose and route not reported) and was not hospitalized for the event. Due to the culture results, the pdrn stated that they believed there to have been some sort of touch contamination, but there was no confirmation that a use error occurred. The pdrn did not provide any additional information for this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (gd891325) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.